Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive the limb detachment, filter limb perforation of the ivc wall, and filter retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2008).

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment approximately 11 years 2 months 2 days, it was alleged that filter detached, perforated. The device has been removed after three attempted but unsuccessful percutaneous removal procedure. It was further reported that filter fragments protruding into the intestinal lumen and a piece of filter was poised to perforate aorta and fragment was discovered in heart. The filter fragment still remained in heart. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years of post deployment, patient developed abdominal pain, and found that the filter had fragmented. One piece had pierced the inferior vena cava and duodenum, and another fragment had embolized to the right ventricle. The patient underwent successful percutaneous removal of the body of the filter including the fragment in the duodenum via the right internal jugular approach. Eventually, after one year, computed tomography of chest was revealed that an inferior vena cava filter fragment was along the anterior wall of right ventricle. Fragment has been in the right ventricle about a year and might be fibrosed in place. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2008)

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma situation/motor vehicle accident. Approximately eleven years and two months post filter deployment, it was alleged that filter detached, perforated. The device has been removed after three attempted but unsuccessful percutaneous removal procedure. It was further reported that filter fragments protruding into the intestinal lumen and a piece of filter was poised to perforate aorta and fragment was discovered in heart. The filter fragment still remained in heart. The current status of the patient is unknown.